Event description:
According to the reporter, during a procedure, the device's gear broke when surgeon attempted to close it. There was patient involvement, but no medical intervention was required. Patient injury is unknown.